Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured hemolysis with a "probable" relationship to the impella device. Hospitalization was prolonged.

Manufacturer narrative:
The investigation for the reported hemolysis issues has been completed. The pump was not returned for investigation. Data logs show an active suction alarm with the impella position in aorta alarm during the middle of the case run for about 2 hours. There were no noted trends in motor current spikes or placement signal trends. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smart assist system states in section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ it also states in section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.